Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(4) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. Visual and microscopic analysis of the returned device identified deformation, fold creases, and wear abrasion. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no observations found related with the complaint reported by the physician. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "patient¿s concern with the product." Additionally patient reported "pain, hardness, and reshaping of the breast." Device has been explanted.